Event description:
This report summarizes 20 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 20 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 previously reported events are included in this follow-up record. Product return status: 18 devices were received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 15 devices were received. 2 devices were not available for evaluation. 3 device investigation types have not yet been determined. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes 20 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11. 20 previously reported events are included in this follow-up record. Product return status: 18 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 20 events had no patient involvement; no patient impact.